Manufacturer narrative:
Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The following repair activities were performed: damaged parts of the valve was replaced. Defective drill mounting mechanism 1.0 has been replaced by 1.25. Short circuit in the motor cable - motor cable replaced. Cut in the motor cable - motor cable replaced. Resistance value out of specs: hand-control set replaced. The cut and the short circuit in the motor cable is the possible root cause for the device not switching on. Device mishandling is the possible root cause for the cut in the cable and damaged valve. We cannot determine a definitive root cause for the failures. The unit was cleaned and the testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from mitek (B)(4) reports an event as follows: it was reported that before a knee arthroscopic procedure the micro tornado hand piece with hand control did not switch on. The procedure was completed by using a non-mitek device without any patient harm or surgical delay. On inspecting the device, further deficiencies were found to be impairing device function. This report is for a micro tornado hand piece with hand control. This is report 1 of 1 for (B)(4).